Manufacturer narrative:
The device was expected to be returned for evaluation; however, new information was received that the device is not available for evaluation. Although the device was not returned the device history record was reviewed and it supports that there were no non-conformances noted for any reason. No further actions are required as this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that the vigileo monitor showed high values when compared with the values provided by the echocardiography. The co (cardiac output) value displayed was approximately 9.0 l, the sv (stroke volume) was 155 ml, the patients pulse rate was 60 and the blood pressure was low. An error message of ¿sv high¿ was displayed, however, there were no error messages or alarms related to the co values. The expected values were 3 l for the co and 60 ml for the sv. No additional information was able to be obtained. There was no allegation of patient compromise and no other system related devices were identified as suspect